Event description:
It was reported that a cracked rear panel, a stripped screw, and a missing pin was observed on a pc unit. There was no reported patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/16/2013 to the present date 9/25/2020 and confirmed that this device was previously returned for servicing, device had similar service repair history. There were production failures (q6 200166220) for misc - cosmetic defect which does not correlate to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a cracked rear panel, a stripped screw, and a missing pin was observed on a pc unit. There was no reported patient involvement.